Event description:
Patient reported leaking IV. Found IV luer lock cannula from study drug disconnected from patient IV line. Infusion stopped and clamped. IV medication found on floor near patient bed. No infusion left in the IV bag.